Event description:
Additional information received reported that the fatigue secondary to clonidine was reportedly resolved without sequalae at on (B)(6) 2014. It was noted that the symptoms were likely related to either the intrathecal medication (hydromorphone and bupivacaine), or lack of infusion. It was noted that the device was disposed of according to biohazard instructions.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced abnormal and intermittent lower extremity weakness. The severity was reported to be mild as it did not interfere in a significant manner with the patient's normal functioning level. The event was reportedly ongoing. The pump was being used to deliver dilaudid, clonidine, and bupivacaine. The patient was reportedly experiencing abnormal fatigue and difficulty staying awake on (B)(6) 2014. The clinical diagnosis was fatigue secondary to intrathecal clonidine. The severity was reported as mild. The pump was reportedly reprogrammed on (B)(6) 2014 and refilled without clonidine on (B)(6) 2014. The patient was reportedly administered with a sample of nuvigil 150 mg on (B)(6) 2014. It was reported that the abnormal lower extremity weakness was related to the intrathecal medication bupivacaine. The event reportedly resolved without sequelae from the weakness on (B)(6) 2014. The event was reportedly still ongoing. It was further reported on (B)(6) 2014 the patient reported episodes of severe lower extremity numbness and intermittent paralysis of their lower extremities. The patient also reported the episodes occurred daily, were unpredictable and resolved within hours. The severity was listed as moderate indicating it produced some impairment of functioning but was not hazardous to health. As a result, an unscheduled clinic or office visit occurred and the pump was reprogrammed on (B)(6) 2014. A fibrous sheath was covering the tip of the catheter was seen from an MRI with contrast on (B)(6) 2014. A revision then occurred, and during the revision the health care provider (hcp) observed a catheter leak inside the intrathecal space and catheter kink. It was noted the intermittent paralysis was likely secondary to the leaking catheter in the lumbar spine with exposure to bupivacaine. The catheter was explanted and replaced. The event was listed as ongoing as of (B)(6) 2014.

Manufacturer narrative:
Analysis of the catheter found a significant anomaly. The catheter body was found to be broken on the proximal side. It was noted that there were areas that appeared to have been compressed around the break.

Event description:
Additional information received from a clinical study. It was noted that the event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Additional information determined the following: patient is also related to this event: (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study. It was reported that etiology was related to entire catheter. Clinical device diagnosis included catheter leakage and paresthesia.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the therapy related event, device diagnosis was changed to ¿not applicable.¿ the device diagnosis was changed to ¿blank.¿ the therapy related event, clinical diagnosis was changed to ¿catheter tip fibrosis with lower extremity numbness and intermittent paralysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.